Event description:
The graft leaked an unknown quantity of blood through its bifurcation. The bleeding was stopped by applying a compress until the graft became blood-tight. The graft was left in. The pt's condition is good.